Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, an excessive amount of water/moisture in the air gas module was found. The air gas module was replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The received device logs revealed that the ventilator failed flow transducer test during pre-use check at time of the event. The most probable source of the water inside an air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref #: (B)(4).